Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch vita enhanced meter was displaying an apply sample message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with a combination of medication. The patient reported continuing to take their usual dose of pills (type unknown) in response to the alleged issue. The patient reported that on (B)(6) they developed symptoms of dizziness and shakiness. The patient denied receiving any treatment for these symptoms. The patient did not have their testing supplies available to fully troubleshoot the reported issue with the cca. Replacement products were sent to the patient. This complaint is being reported as the patient developed serious symptoms after the alleged issue began.